Manufacturer narrative:
A review of the mfg documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records for the device found them to be satisfactory. This is the final report.

Event description:
A report was rec'd that a pt was experiencing a burning sensation at the pocket site. The pt went to the emergency room, and it was determined that the pt had an infection. The pocket site was lanced, and the pt was prescribed oral antibiotics. The physician believes that the infection was most likely caused by the pt picking at the pocket site. The pt is still on antibiotics, and there are no plans to explant the device.